Event description:
It was reported that during a routine follow up visit, there was no sensing signal from the right ventricular lead noted. The lead was capped and replaced. It was also reported that 4 days after the new lead implant, there was poor and inconsistent right ventricular signal and capture problem possibly due to connection issue. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and a reduced analysis was performed. No anomalies were found.

Event description:
It was reported that during a routine follow up visit, there was no sensing signal from the right ventricular (rv) lead noted. The lead was capped and replaced. It was also reported that 4 days after the new rv lead implant, there was a poor and inconsistent right ventricular signal and a capture problem possibly due to a connection issue. The device was removed and replaced and the new rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned and a reduced analysis was performed. No anomalies were found. We also received performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters were noted. S2d file (B)(4), partial reset counter=1, fw reason hex=7008, wd reason hex=20, reset wd reason = clkstop status, reset fw reason=incorrect programmable parameters checksum detected, on (B)(4) 2008.